Manufacturer narrative:
The complaint device was received by mitek and evaluated visually. Visually the device appears in its out-of-the-box condition with no damage or abnormalities present. The second device involved in the case is unknown to mitek at this time. A restore drill point pin (product code 219321) from mitek stock was inserter through the aimer. The pin went in easily indicating that the device was not bent and was free of burrs or obstructions. One hypothesis is that off axis and/or excessive force applied during drilling caused the drill bit to bent and scrape against the aimer leading to metal shavings. No fault was found. No corrective action is required. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that during an arthroscopic knee repair, metal shavings were observed emanating from a restore femoral aimer and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. The rep indicates that user technique was the precipitator for this issue.